Event description:
The user facility reported to olympus the high definition autoclavable camera head had a b30 error during an unknown event. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The device was returned and the customer's report was confirmed. The olympus service center found in addition to, intermittent scope communication error e216 occurred due to charged coupled device unit malfunction, leaking detected at cable due to cable unit has a cut, coupler unit is slightly stiff and corroded, serial number plate is badly scratched and signs of fluid invasions into the charged coupled device connector. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Event was found at preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer follow-up.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a leak was detected in the cable from which fluid seemed to have entered. This fluid caused the charged coupled device unit malfunction. The specific root cause of the leak unit could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.